Event description:
The article, "sex-based clinical outcomes following percutaneous closure of patent foramen ovale", was reviewed. This research article is a retrospective single-center experience to evaluate sex-specific clinical characteristics, procedural features, and long-term outcomes in patients undergoing patent foramen ovale (pfo) closure for cerebral ischemic events. The devices included in this study were amplatzer pfo occluder, gso, premere, ultrasept, and figulla flex. The article concluded that percutaneous pfo closure proved to be highly effective and safe in both men and women, with no recurrent ischemic strokes observed over more than a decade of follow-up. [The primary and corresponding author was daniela trabattoni, centro cardiologico monzino, irccs, via parea, 4, 20138 milan, italy, with corresponding e-mail: giulia.santagostino@cardiologicomonzino.it.] This study included patients treated with pfo closure from 01 january 2006 to 31 december 2011. A total of 425 patients were included in the study, of which 74.1% (315) received an abbott device. The average age of the men group was 47 years. The average age of the women group was 44 years. The majority gender was female. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, migraine, and prior stroke and transient ischemic attack.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes mellitus, migraine, and prior stroke and transient ischemic attack. Complications reported included device embolization, patient device interaction problem (residual shunt), stroke, atrial fibrillation, tachycardia, bleeding, transient ischemic attack, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: sex-based clinical outcomes following percutaneous closure of patent foramen ovale b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.